Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device after firing. He also states that the device also does not prime. No action taken or treatment given based on the lancet device tissue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.